Event description:
The hospital reported that they were having issues with the vasoview hemopro 2. They are erroring when they plug them in, which is making them unusable. They thought it was the machine but when we switch to a different lot it will not error. They don't know if there is patient effect, if the patient is in the room or any more information at the time. They can confirm that when using a different lot number of the disposable the device seems to work as designed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/03/2025. An investigation was conducted on 10/14/2025. A visual inspection was conducted. Only the btt was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000471816 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.